Event description:
Initial reprot to mallinkrodt indicated high levels of smoke were produced, sufficient to fill intensive care unit and require presence of local fire dept. Discussion of events with caregivers directly involved indicated smoke produced did not fill ICU, and that fire dept was called, but request for assistance was cancelled very shortly thereafter. No smoke alarms were activated and no evacuation of pts occurred. Cargiver's descriptions are consistent with physical evidence. Visual inspection revealed very isolated heat damage to circuit board in immediate area of failed component. No other signs of heat damge were noted during inspection and testing of device.